Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported the two patient interfaces used were not compatible with the size of the eye. The issue was discovered before patient applanation. A brief description from the surgery center indicated the patient's eye was small and they squeezed too much. The laser treatment was converted to a photorefractive keratectomy (prk). The procedure was completed successfully.